Event description:
The customer reported the image from the scope turned blue. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Inspection and testing confirmed the reported issue. There was irregular color tone due to a damaged charge-coupled device (ccd) unit and a broken electronic board in the connectors. In addition, service found that angulation was out of specification due to stretched angle wires, the label was peeled off the scope connector; and there was damage due to physical stress found on the insertion section, the adhesive of the bending section, the control section, and the connector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed from the suggested event that the defect of image sensor unit or failure of internal board of video connector unit caused the event. Olympus will continue to monitor field performance for this device.